Event description:
It was reported that the patient had presented for an implant procedure. During the procedure, it was noted that the left ventricle (lv) was damaged, the guidewire failed to advance, and it emerged from the lv lead. The lv lead was not used. The physician elected to use another lv lead and completed the procedure. The patient remained in stable condition.

Manufacturer narrative:
The reported events were lead damage and guidewire failure to advance through the lead. A complete lead was returned in one piece without a guidewire. The reported event of lead damage was confirmed. Visual inspection of the lead found the lead body insulation was perforated at the s-curve region consistent with procedural damage. The cause of lead damage is consistent with procedural damage. The reported event of guidewire failure to advance through the lead was not confirmed. The guidewire insertion test was performed, and the guidewire was able to be fully inserted into the lead and removed without any restriction. The s-curve hump height was measured within specification.